Event description:
The customer reported that the device failed with a pads cable failure, therapy cable failure, and pacer equip malfunction message. There was no report pt involvement.

Manufacturer narrative:
(B)(4): the customer reported the device failed with a pads cable failure, therapy cable failure, and pacer equip malfunction message. There was no reported pt involvement. This complaint is still being investigated. A follow-up report will submitted and upon completion of investigation.